Manufacturer narrative:
MDR 9610877-2018-00311 is being submitted for patient a. MDR 9610877-2018-00190 is being submitted for patient b for event identified in the timeline as "(B)(6) 2018, patient b cx + MDR psa". MDR 9610877-2018-00312 is being submitted for patient b for event identified in the timeline as "(B)(6) 2018, patient b ercp with #(B)(4)". MDR 9610877-2018-00206 is being submitted for patient c. MDR 9610877-2018-00207 is being submitted for patient d. (B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of report stating a duodenoscope, ed-3490tk, was discovered to have been compromised by pseudomonas and the scope was used on two other patients. The serial number of the duodenoscope was not provided at the time of the report, however, the facility contact stated the duodenoscope was quarantined. Additional information from the facility confirmed the serial number of the duodenoscope as (B)(4). A copy of the medsun mandatory and voluntary report form was forward by FDA and received by pentax medical on (B)(6) 2018. The medsun report states additional details of the event and the actions taken by the facility as follows: "in early (B)(6) of 2018, the patient (referred to as patient b) underwent an endoscopic retrograde cholangio-pancreatography (ercp) for primary sclerosing cholangitis with pentax duodenoscope. Two days after initial ercp, the patient presented from home to the emergency room with right upper quadrant (ruq) pain, body aches, shaking chills and fevers to 101.8. Six days post initial ercp, the patient underwent another ercp; a bile duct aspirate grew out multi-drug resistant (MDR) pseudomonas aeruginosa (psa). The patient had no prior history of this organism. Infection control was alerted to patient b by the infectious disease (ID) consult physician seeing the patient fourteen days post initial ercp. Infection control unit investigation identified a patient who had undergone an ercp in early (B)(6) of 2018 with the same pentax duodenoscope who was known to carry a MDR psa prior to the procedure. This patient (referred to as patient a) had MDR psa with identical antibiotic resistance pattern as patient b. Given the isolation of an MDR psa in two patients with an epidemiologically linked duodenoscope, the pentax duodenoscope was sequestered and taken out of service pending further investigation near the end of (B)(6) 2018. Review of patient records who had been exposed to duodenoscope was begun, and at the end of (B)(6) 2018, an additional patient (patient c) with an ercp performed in mid-(B)(6) 2018 with pentax duodenoscope, developed bacteremia with MDR psa. This psa had a slightly different antibiogram than patient a and patient b, but with many similarities, and was considered as potentially related to patient a. Patient c had no known history of MDR psa. To determine if the infections were similar, the pseudomonas isolates were sent out for genomic analysis including multilocus sequence typing(mlst) and whole genome sequencing(wgs) in mid-(B)(6) 2018. Seven days post testing being sent out, preliminary results demonstrated the isolates from patients b and c were highly related to patient a. Near the end of (B)(6) 2018, the final results were provided confirming this finding, with between 1-3 single nucleotide polymorphisms(snp) differences between patient a to patient b and c. Infection control continues to investigate any additional potential infections in patients exposed to this scope. In mid-(B)(6) 2018, an additional patient (patient d*) who underwent ercp with the same scope in mid-(B)(6) 2018 was found to have a (B)(6) bile culture for psa in early (B)(6) 2018 (not included on original surveillance report performed in early (B)(6) 2018 as it was not speciated or susceptibilities done until after early (B)(6) 2018,). Both MDR psas from patient d have the same antibiogram as patient a; genomic analysis to confirm relatedness is pending at this time." The pentax medical reprocessing trainer visited the facility on (B)(6) 2018 and performed an in-service with the reprocessing staff on reprocessing model ed-3490tk duodenoscopes. Additional information was received by the facility which included patient information for patient c (MDR 9610877-2018-00206), confirmation of patient information listed on the medsun mandatory and voluntary report form (patient b), the facility investigation timeline and culture results of the duodenoscope. The investigation timeline provided by the facility as follows: psa (B)(4) investigation timeline. On (B)(6) 2018, patient a (index patient) ercp with #(B)(4). On (B)(6) 2018, patient a cx + MDR psa. On (B)(6) 2018, patient b ercp with #(B)(4). On (B)(6) 2018, patient c ercp with #(B)(4). On (B)(6) 2018, patient b cx + MDR psa. On (B)(6) 2018, ercp sequestered. On (B)(6) 2018, patient c cx + MDR psa. On (B)(6) 2018, wgs analysis begun. On (B)(6) 2018, preliminary wgs- isolates from patients a, b, and c closely related. On (B)(6) 2018, final wgs; patients b and c within 1-3 snps from patient a. On (B)(6) 2018, #(B)(4) cultured. On (B)(6) 2018, culture returned + yeast. Information from the facility on culture results of the duodenoscope showed the culturing performed on (B)(6) 2018 yielded 1 cfu yeast and 3 cfu bacillus spp. The patient identified in this MDR (patient b) has been discharged from the hospital. This MDR reflects patient's first ercp procedure with this duodenoscope. The duodenoscope has been taken out of service and is currently quarantined and sequestered at the facility. The device history record for pentax model ed-3490tk/serial (B)(4) confirmed the duodenoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. The scope was visually inspected on (B)(6) 2018 for distal tip integrity and passed. Scope has not yet been updated pursuant to (B)(6) 2018 field correction to replace forceps elevator mechanism, o-rings, and distal end covering.

Manufacturer narrative:
Related mdrs: MDR 9610877-2018-00311 is being submitted for patient a. MDR 9610877-2018-00190 is being submitted for patient b for event identified in the timeline as "(B)(6) 2018, patient b cx + MDR psa." This MDR is being submitted for patient b for event identified in the timeline as "(B)(6) 2018, patient b ercp with #850." MDR 9610877-2018-00206 is being submitted for patient c. MDR 9610877-2018-00207 is being submitted for patient d. Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number e2015036).

Event description:
The duodenoscope was received by pentax medical on 21-jun-2018. The duodenoscope was reprocessed and sampled in accordance with pentax medical procedures. The samples were sent to an outside laboratory to determine the presence of organisms. The growth recovered was subcultured and propagated at the outside laboratory, however, no additional identification testing was performed. The original and subcultured plates were sent to the facility for further analysis. The facility notified pentax on 10-jul-2018 that pseudomonas aeruginosa was not recovered from the samples. The duodenoscope was inspected by pentax medical service on 03-jul-2018. The pentax medical service inspection findings included the following: primary operation channel resistance, distal cap fixed type failed seal integrity inspection, excess glue at distal end of primary operation channel, elevator body sticking, image spots, passed wet/dry leak test, hole in #2 remote control button cover, fluid invasion not observed in pve connector or in control body. The duodenoscope was shipped to the manufacturer on 05-jul-2018 for evaluation. The duodenoscope was sterilized and a visual inspection was performed. The inspection findings included the following: inspection of the distal end cap/distal end and the adhesive parts confirmed the inspection findings from the 03-jul-2018 inspection. Instrument channel (inside) showed a sign of deformation and also a trace that the surface was peeled off by a treatment tool. Umbilical cord showed damages (slight dent and some traces of contact). The results of the visual inspection were communicated with the facility. The inspection report was received from the manufacturer on 11-sep-2018 and is attached to this submission. The manufacturer shipped the duodenoscope back to pentax medical (u.s. Location) where it is currently quarantined.